Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior ascending artery. A 12mm x 4.00mm nc quantum apex balloon catheter was selected to treat the target lesion. During the first inflation, the balloon ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of nc quantum apex catheter was received inside an nc quantum apex inner packaging pouch. The packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen. Magnified inspection revealed a scratch and pinhole in the balloon wall adjacent to the distal end of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior ascending artery. A 12mm x 4.00mm nc quantum apex¿ balloon catheter was selected to treat the target lesion. During the first inflation, the balloon ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).